Event description:
Reporting hcp advises that this male pt came to the outpatient clinic to receive taxol therapy. He tolerated the infusion well, and upon discontinuing the i.v., had a syncopal episode and became lethargic and unresponsive. He was taken to the emergency room, where he went into respiratory arrest and was revived. Hcp states the pt is currently in poor condition, due to advanced malignant disease. Hcp speculated that this event was a result of the pt's advanced disease, however, advises that the physician is convinced the reaction was due to plasticizer exposure.